Event description:
It was reported that the pt underwent a single level minimally invasive tlif at l5-s1 using a vertebral body spacer and rhbmp supplemented with posterior fixation. At approx four months post-op, the pt began complaining of increasing mechnical back pain. Fine cut CT showed no evidence of continuity at approx seven months post-op, and subsequently, the vertebral body spacer was explanted due to pseudoarthrosis via an anterior procedure, and replaced by two interbody devices/rhbmp supplemented with an anterior fixation plate. At two weeks post-op, the pt's mechanical back pain is resolved.

Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to MFR for evaluation. Unable to determine the cause of the event.